Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient heard a "bi-tonal alarm" on (B)(6) 2011. The following day, the patient went to the hospital. A motor stall was discovered when the hcp interrogated the pump. On (B)(6) 2011, they interrogated the pump again and the pump logs showed no motor stall recovery. Volumes were checked and were found to be normal. A catheter dye study was done with contrast, and the physician was unable to either aspirate the drug from the catheter or inject the contrast into the catheter. The physician stated that the "catheter prevented the fluid to pass." The pump and catheter were both replaced. The patient's outcome was reported as "ok." The medications being delivered via the device system were morphine and prialt.